Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease flat, opening. Leak test was performed and found delamination on diaphragm valve and opening. A microscopic analysis was performed which identify delamination in the diaphragm valve. And opening striated in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.